Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # j0322062v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
The health care professional (hcp) reported that the patient had a warm feeling at the pocket and had burning at the pocket site that went down their right leg. The patient also had pain in their buttock that radiated down their leg and these issues started about 3 months ago. The patient had no falls or trauma and the burning didn¿t occur all the time but occurred randomly and couldn¿t be recreated. The patient had noticed a gradual loss of therapy benefit over the past year and their incontinence had really gotten worse over the past 2 to 3 months. The implantable neurostimulator (ins) was at end of service (eos) on (B)(6) 2014 per the clinician programmer. The patient was last able to turn their stimulation on and off 2 to 3 months ago. The patient noted that when they turned their stimulation off the radicular pain down their leg went away but the burning at the ins did not change with the stimulation off. The patient lost 25 pounds over the past 6 to 8 months but didn¿t feel there had been any notable changes at the pocket site or ins. The patient had a history of back surgeries and back pain and had had a spinal cord stimulation (scs) system. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and other. If additional information is received, a follow-up report will be sent.